Event description:
A report was received that the patient underwent a replacement of the lead due to discomfort at the forehead caused by the suture sleeve. This is an off-label use. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a replacement of the lead due to discomfort at the forehead caused by the suture sleeve. This is an off-label use. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Explanted leads will not be returned to bsn as they were discarded by medical facility.

Manufacturer narrative:
Additional information was received that both leads were explanted during the revision. Additional suspect medical device component involved in the event: model #: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead.